Manufacturer narrative:
Evaluation summary: the reported failure was confirmed. The baxter technician performed an air in line sensor test on channel b pump head mechanism and found the results are within range. The fail code 814:04 was not duplicated. The channel b pump head mechanism was replaced as a precautionary measure. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
During service, the baxter service technician found a fail code 814:04 on channel b in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.